Event description:
The manufacturer received a report that a trilogy o2 ventilator was returned for routine preventive maintenance. There were no reports or allegations of patient harm or injury. The ventilator was evaluated at a manufacturer¿s service center. The unit failed the o2 sensor calibration test. As a result, the replacement of the oxygen blender printed circuit assembly (pca) was necessary. Although the unit has exceeded its useful life expectancy, the following parts designated by the customer were replaced as per their request: trilogy o2 pm1 kit. The customer declined to have the blower replaced even though it was recommended. The manufacturer¿s service technician completed final and run-in testing, including battery and valve checks, and performed cleaning. The device was confirmed to be operating properly. The oxygen blending module pca was returned to the manufacturer's product investigation lab due to the failure of the test during service. The component had already undergone a comprehensive evaluation at the service center prior to arriving at the product investigation lab. There was no patient harm associated with this component; therefore, no further investigation was required. The oxygen blending module pca was scrapped.